Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 25 years 7 months post implant of this 27mm aortic mechanical valve, it was explanted as the patient suffered a 6.8 cm ascending aortic aneurysm. Once the existing mechanical valve was explanted, it was noted to have fibrosed tissue surrounding it. It was successfully replaced with a 27mm aortic bioprosthetic valve. No additional adverse patient effects were reported.